Event description:
The sales associate reported the tip of the ballista screw inserter sheared off during the application of a ballista cannulated screw. It is reported the patient retained a foreign body.

Manufacturer narrative:
A visual inspection of the returned device showed that the tip of the driver has sheared off. A review of the device history records identified that the there were no non-conformances or other discrepancies that would potentially contribute to the reported failure. Based on the available information, it is not possible to definitively determine the cause of the tip of the screw inserter shearing off. It is possible that excessive force or incorrect technique was used during attempted screw insertion, however the nature of the reported failure and the fact that this lot has been in the field for five years indicates that the most likely cause of the tip of the screw inserter shearing off is due to repeated use of the device over this time duration leading to fatigue failure. (B)(4).

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.